Event description:
It was reported that a .025" findrwire perforated the left atrial appendage, resulting in bleeding. Pericardiocentesis was performed while a lariat suture delivery device was advanced over the laa. The bleeding resolved after successful laa ligation. The pt recovered and was discharged normally.

Manufacturer narrative:
Add'l info was provided by the sentreheart representative who attended the case. The .025" findrwire was being used with the endocath balloon and was advanced too far into the laa causing the perforation. As per normal guide wire technique, it is preferable to have a length of guide wire protruding distal of the catheter. Potential vessel damage is a known complication listed in the IFU. The device was not returned for eval and there is no evidence to suggest there was a device malfunction. A review of mfg records confirmed the device met specs prior to shipment.